Manufacturer narrative:
Investigation summary: one (1) shielded bladed obturator and two (2) sleeves were returned for evaluation. Upon visual inspection, engineering confirmed there was no damage to any of the returned components. Initial testing revealed no issues with the mating interfaces, the actuation mechanism, or the locking mechanism. Engineering carried out an actuation test and verified that the kii shielded bladed obturator performed as intended and met all current specifications. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. Additional information provided by the customer explained that the obturator "locking mechanism" was not activated before use in the second trocar when the injury to the operator occurred. The root cause of this event is likely due to the operator applying lateral force to the shield which exposed the side of the blade.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Urology - "during placement of the second trocar 5/12, the activated blade did not retract. Wound to the surgeon at one finger on the left hand. Cut with blood. Blade was soiled because it was used for the first trocar. Declaration to occupational medicine, sample patient serology." Patient status - n/a.